Event description:
I have always been a healthy, active mom and a woman with a busy, long-term thriving career. On (B)(6) 2017, I trusted my surgeon when she said it was safe to remove my saline implants and replace them with sientra silicone implants. My implants were marketed as sientra but were manufactured by silimed in (B)(6) - a manufacturer who, at sientra's knowledge, was documented as having contaminated implants with what was identified as man-made mineral fibers such as silicon carbide glass (glass wool and rock wool), iron particles, foreign sharp particles, residues, fragments from inadequate cleaning, testing, inspection during manufacturing. I was not informed of this. On (B)(6) 2020, my colon perforated, and I was rushed by ambulance to the emergency room experiencing more pain than I ever thought possible, and I gave birth to 2 children without drugs. This was a million times worse. Near death, I had sepsis and had to have emergency surgery to survive; I had a temporary colostomy hooked up to my now non-working colon. My surgeon, the chief of staff, said my colon looked as if it was so weakened over time that he thought I might have colon cancer (I do not). 2 weeks in (B)(6) of 2020, I had to go into the hospital for 4 days because of a scar tissue blockage. And then again in (B)(6) 2020 to reattach my colon. I am not sure how much was removed. I had many symptoms of breast implant illness after the implants in (B)(6) of 2017; fatigue, depression, hair loss, weight gain, weight loss, insomnia, anxiety, irritable bowel syndrome. My coloring changed. I was a puffy, inflamed version of my normally very fit self. I attribute my health issues to the silicone-based implants I put into my body - the FDA told me it was safe, sientra told me they were safe. They did not tell me I was putting contaminated implants into my body that were otherwise banned in other countries because of this very issue. They had been previously warned by the FDA. There was a complete failure to warn me as their patient. And I received 'silimed' implants even though they had not been manufacturing them since (B)(6) of 2015, voluntarily 'agreed' to finally stop selling them in the us for a short period - until (B)(6) 2016. Sientra announced they had about a year's worth of inventory and would be partnering with a new manufacturer in the us. Silimed's manufacturing lab or plant burned down on (B)(6) 2015. The new manufacturer to start manufacturing in 2017. The implants I just had removed because of the reckless disregard for the public's safety, my safety, my torn and perforated colon (which my surgeon noted a side effect of having my breasts done could result in 'organ perforation'. I have never read that anywhere, and I have had other implants). Was she aware that they were contaminated with glass remnants, fragments, and needed to get rid of that inventory? She urged me not to explant despite my health issues. Because what then? I would see the label said 'silimed', not sientra. Silimed who has been banned in other countries, silimed who sientra acknowledged may not be manufactured with regulatory requirements. This is a travesty of money over humans. Their ceo lied to the public and his own shareholders, committed fraud despite women's health when the FDA was receiving anonymous reports of foreign particle contamination, knowing the (B)(6) health regulatory agency received a report of contamination, which referenced various particulates including silver. Silimed's own internal investigation confirmed these findings. No later than (B)(6) 2015, silimed documented the presence of particle (glass) contamination. No doubt this wore the walls of my intestines down in just 2 1/2 years. That's why my previously healthy insides looked like they had been scrubbed with a wool sponge. Yet there have been zero repercussions for sientra. People will continue to get sick. And they may not get as lucky as I did and make it out of organ perforation and sepsis. FDA safety report ID # (B)(4).